Event description:
A malfunction alarm was reported with the code malf 9, and there were no notable events prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer contacted technical support, who guided them through resetting the pump. The malfunction did not recur after the reset, and the customer was instructed to call back if it happened again. The customer understood and continued using the pump without further issues.